Manufacturer narrative:
Concomitant medical product: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a trial patient that was using an external neurostimulator (ens). It was reported that the patient called the rep and did troubleshooting over the phone. The patient was getting limited as to how high they could increase stimulation. The patient was previously on 2.1 ma and wanted to increase a bit and got an error message. The rep had the patient turn stimulation down to 0 ma and try to turn it back up. On the right side, the patient could only increase to 1.1 ma and on the left to 0.6 ma. The day before the report, the rep had worked with the patient to increase their stimulation all the way up to 5 ma from 1.8 ma. The patient¿s wife was concerned about whether the patient¿s sweating could cause an issue. The rep was going to try to meet with the patient to check the system for moisture. It was noted that the trial began on (B)(6) 2018. Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the stimulation upper limit was that a lead moved. Another controller and ens were tried and the issue was resolved. It was also clarified that the error message the patient was seeing was ¿settings not available,¿ and that it was an upper limit message. Additional information was received from a health care professional via a manufacturer representative. It was clarified that the lead had mi grated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.